Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the additional device used to remove the broken guide catheter inside the patient. Block h11: an advanix- naviflex rx delivery system was returned for analysis. Visual examination of the returned device found that the guide catheter was detached, kinked and stretched. Also, the stent was kinked with wrinkles. A media inspection was performed of a photo provided by the complainant, it was seen that the photos attached showed a guide catheter detached and kinked with a stent with wrinkles. No other problems were noted to the delivery system. Taking all available information into consideration, the investigation concluded that the reported event and observed problems were likely due to factors encountered during the procedure. It's most likely that when it was tried to deploy the stent, the tortuosity of the procedure or the physician technique made the device not able to deploy the stent, which consequently made the physician use more force to deploy the stent and by this manipulation, the guide catheter ended up getting kinked and stretched and eventually broken off the delivery system. The manipulation during the procedure could also be the reason why the stent got damaged getting wrinkles on it. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. Since the rest of the delivery system didn't return for analysis. The reported ar code pull wire dislodged or dislocated was addressed as cause not established.

Event description:
It was reported to boston scientific corporation that an advanix stent with naviflex rx delivery system was implanted in the common bile duct to treat choledocholithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the double-pigtail advanix stent was loaded onto the naviflex rx delivery system. The introducer was shortened, loaded onto the guidewire, and passed through the ercp scope. Once the stent was in position, the assistant unlocked the catheter and pulled back on the wire to deploy the stent. However, they encountered significant resistance and were unable to deploy the stent. Despite multiple attempts, the deployment wire/stylet pulled out of the delivery catheter. The catheter was subsequently removed, leaving the inner guide catheter and stent inside the patient. A grasping forceps was used to remove both the stent and the broken guide catheter. The procedure was successfully completed using another device of the same model. There were no patient complications as a result of this event. Note: a photo of the complaint device was provided by the complainant, showing that the inner guide catheter was kinked and broken.

Event description:
It was reported to boston scientific corporation that an advanix stent with naviflex rx delivery system was implanted in the common bile duct to treat choledocholithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the double-pigtail advanix stent was loaded onto the naviflex rx delivery system. The introducer was shortened, loaded onto the guidewire, and passed through the ercp scope. Once the stent was in position, the assistant unlocked the catheter and pulled back on the wire to deploy the stent. However, they encountered significant resistance and were unable to deploy the stent. Despite multiple attempts, the deployment wire/stylet pulled out of the delivery catheter. T he catheter was subsequently removed, leaving the inner guide catheter and stent inside the patient. A grasping forceps was used to remove both the stent and the broken guide catheter. The procedure was successfully completed using another device of the same model. There were no patient complications as a result of this event. Note: a photo of the complaint device was provided by the complainant, showing that the inner guide catheter was kinked and broken.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the additional device used to remove the broken guide catheter inside the patient.